Event description:
It was reported via facility medwatch#: 0700220000-2022-8026 that shaft break occurred. A 3.50mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, the shaft of the balloon catheter split after placement into the patient. The device was removed and the procedure was completed after replacement. No patient complications were reported.